Event description:
It was reported the patient's stimulation system was removed due to a lack of efficacy. The patient stated, "he never had much relief from the stimulation and rarely used it". The hcp noted one of the two quad leads had completely dislodged from the epidural space and was curled up around t12 where it had been inserted. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.